Manufacturer narrative:
The returned unit was evaluated and the white cap was found broken from the body at the weld joint of the smartsite valve. There was whiting present at the break which indicates that the part had been stressed. The breakage was due to excessive force being applied at the weld joint of the cap during use and not a malfunction of the component. The device history was reviewed and found to be acceptable. Medex is able to confirm this issue and determine the cause. No additional action necessary at this time. Medex considers this MDR closed with this report.

Event description:
The reporter stated that the white cap became dislodged from the smartsite valve. No patient injury or treatment associated with this event.